Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the usb charger cable was damaged. Customer¿s blood glucose value was 222 mg/dl.